Event description:
It was reported that during preventive maintenance, it was found that the device was in need of repair. During product evaluation, it was found that the motor speeds were unstable and width plates were damaged. There was no note of patient impact or delay. Due diligence is complete no further information is available. There was no adverse event associated with this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2 country: (B)(6). Review of the most recent repair record determined the motor speeds were unstable, the machined head and width plates were damaged, the reciprocating arm and screws were worn, the control bar was out of position, and the device was out of calibration. The motor, sleeve, machined head, reciprocating arm, screws, and bearings were replaced, the control bar was adjusted, and the device was recalibrated to resolve the reported issue. The width plates were returned as is. Review of the device history record identified no deviations or anomalies during manufacturing. The reported event was confirmed. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.